Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) to review electrograms (egms) from the remote home montioring system due to noise on both the right atrial (ra) and right ventricular (rv) channels. Upon review, oversensing of the noise was seen on particular days at particular times. The oversensing resulted in an inappropriate shock and pacing inhibition with varying durations of asystole, some greater than two seconds. Ts discussed with the clinician evaluating what the patient was doing at the particular times when the noise was present in order to find a cause. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.